Event description:
It was reported that the patient's spouse returned the monitor to the clinic stating that it was too hot to touch and they did not feel comfortable having the monitor in the home. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor failed during interrogation test; found defective rf head battery; found error code 8218 in fa log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.